Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the motor device, and the reported condition was confirmed. The assignable root cause was determined to be traced to the user, which is user error. UDI - (B)(4).

Event description:
It was reported that when the motor device was plugged in the console indicator issued an e8 error code (system fault). During in-house engineering evaluation it was determined that the device had unintended activation/motion. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.